Event description:
It was reported that the fowler could not be locked in the "up" position during transport. No adverse consequence alleged.

Manufacturer narrative:
It is not known at this time if the fowler cylinder is available for eval, and will be sent to the MFR.